Event description:
A leadless pacemaker (lp) system implant procedure was performed with no complications or alleged product malfunction. The patient was discarded and while at home, was reported to have been coughing and began bleeding from the femoral access. The patient was brought to emergency services by ambulance. Attempts to stabilize patient were unsuccessful and the patient passed away. The initial opinion of the physician was that the bleeding may have been caused by issue with access site or compression following procedure, however the coroner's report has not been shared.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.